Manufacturer narrative:
The field service engineer (fse) found high carryover after running the performance check. The fse checked the volume, adjusted the voltage, and a cell blank. The performance check, calibration, and qc were acceptable. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received questionable results for five patient samples tested with ise indirect na, k, cl for gen.2 on a cobas 8000 ise module. The customer also received ise calibration alarms. Data was provided for a total of 3 patient samples and of these, one had a discrepant data for k and cl, the second had discrepant data for cl, and the third had discrepant data for na and cl. The first patient sample initially resulted with a k value of 5.59 mmol/l, which repeated as 3.7 mmol/l. This sample initially resulted with a cl value of 63 mmol/l, repeating as 103 mmol/l. No incorrect results were reported outside of the laboratory for this sample. The repeat values from this sample were believed to be correct. The second sample, from a male patient born on (B)(6), initially resulted with a cl value of 123 mmol/l. The sample was repeated twice, resulting with cl values of 100 mmol/l and 99 mmol/l. No incorrect results were reported outside of the laboratory for this sample. The value of 99 mmol/l was reported outside of the laboratory. The third sample, from a female patient born on (B)(6), initially resulted with an na value of 178 mmol/l accompanied by a data flag. The sample was repeated twice, resulting with na values of 118 mmol/l and 138 mmol/l. No incorrect na values from this sample were reported outside of the laboratory. The na value of 138 mmol/l was reported outside of the laboratory. This sample initially resulted with a cl value of 70 mmol/l, which was reported outside of the laboratory. The sample was repeated, resulting with a cl value of 96 mmol/l. A corrected report was issued for the cl value. The patients were not adversely affected.